Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urge incontinence and urinar y/bowel dysfunction. It was reported that the patient was not noticing much improvement in their symptoms since the device was implanted. Initially, during the first few days, the patient experienced urges but only a very small trickle followed. About half an hour later, they would feel the urge again, but the stream was weak, very low, or nonexistent. Patient mentioned that now their bladder was not emptying. The agent reviewed with the patient how to increase the stimulation until it could be felt comfortably. The patient would maintain the current stimulation level and continue to monitor their symptoms. It was confirmed that the stimulation was felt in the bicycle seat area and was comfortable. The patient was advised to consult their doctor if the issue persists. Patient reported baseline symptoms returned / lost therapy benefit and urinary symptoms.